Event description:
It was reported the pt is experiencing abdominal spasms. The pt reports receiving stimulation in the appropriate areas; however, she feels the stimulation causes more pain and has requested to have the scs system removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.